Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: the force bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) replicated/confirmed the customer reported complaint. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.87 mm. The grips were not found to be cracked.

Event description:
On 19-sep-2024, intuitive surgical, inc. (Isi) received FDA medsun report with uf/importer report # (B)(4) stating: fenestrated bipolar instrument got stuck inside the 8mm robot trocar while it was docked inside the patient. Knuckle on instrument is not aligned correctly and gets caught on the inside of the trocar. The trocar with the instrument was the only way this could be removed. This removed caused bleeding at the trocar site which required additional intervention to achieve hemostasis. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the surgeon's operative note did not specify anything about the bleeding or what was done to resolve it. The blood loss for the entire procedure was "minimal." The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A system log review did not reveal any system errors that would have caused or contributed to the reported event. .

Manufacturer narrative:
Correction: related report user facility report number, 1600820000-2024-8022, was not included in the h10 field during initial submission. In addition, the force bipolar instrument involved in this event has been returned for failure analysis testing. As of the date of this report, the analysis has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.